Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an e. Coli infection. It was noted that antibiotic treatment was necessary. The implantable pulse generator (ipg) and leads remain in use. No further patient complications have been reported as a result of this event.